Manufacturer narrative:
Upon investigating the actual device used in this incident, it was determined that the tower was not detected on the bus. The pyxis system had been moved, and the cables were left in the old location. A field service engineer retrieved the cable and reconnected it from the main unit to the tower in the new location to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 system was not not connecting to the tower. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.